Manufacturer narrative:
H3, h6: the real intelligence cori, part number: rob10024, serial number: (B)(6), intended for treatment was not returned for evaluation, therefore a device analysis was unable to be performed. Screenshots and system log files provided were reviewed with the software support team (crc-318). The reported problem was not confirmed. When the user manually defines the rotational reference, the implant should always be initially set to it's default internal / external rotation. For legion ps that is 0 degrees, however some scenarios that could contribute to this problem are: if the user has a spp plan set, the system will match the posterior resection depths and the internal / external rotation will be unpredictable. If the user visits planning first then goes back and changes the rotational reference, the implant will keep its position in tracker space and the body coordinate system will rotate around it leading to an unpredictable int/ext rotation value. In cori 2.0 there's an option to set the initial implant position based on posterior resection depths. It is unknown if this was set to something then the internal/external rotation could be unpredictable. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received, the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a cori assisted tka surgery, the system was set to manually define the femur rotation. The surge on manually defined the femur rotation to 7 degrees of external rotation to the pca. On the planning screen the femur should have been set to neutral and say "0" degrees of rotation on the screen however cori placed the femur in "6 degrees of internal rotation". It was recovered by using the CT view to match the trochlear groove of the implant with the bone mesh. The procedure was performed robotically, after a non-significant delay. Patient was not harmed as consequence of this problem.